Event description:
It was reported that the insulin pump alarmed button error. The caller stated that the customer was in a camp. The customer's blood glucose was unknown. The caller stated that it was very moist at the camp site and the customer was sweating a lot. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.